Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Painful: vagina [vulvovaginal pain]. Applicator base support not good for introducing it, applicator got out with tampon [device deployment issue]. Applying is not easy... Introducing it on my body (painful) [complication of device insertion]. Every two hours must change it, several accidents with period on job and bed, wet with blood [device ineffective]. Tampon opens entirely inside body [device physical property issue]. Consumer sent e-mail stating the tampons were difficult to use due to the applicator not having good support for insertion. When she thought the tampon was in correctly, the applicator would come out with the tampon again. The tampons opened completely after insertion, causing her to be wet with blood every two hours. No serious injury was reported.